Manufacturer narrative:
Conclusion - staff could not located the stretcher for repair.

Event description:
It was reported via repair work order that the jack was drifting. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the jack was drifting. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found during evaluation that no defect was found for the alleged hydraulic jack drift.